Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00151: neck, 3025141-2018-00152: stem.

Event description:
An arh slide-loc radial head replacement system was explanted on (B)(6) 2018 as the patient experienced pain and felt grinding from the implant. The whole implant was removed and was intact/assembled.